Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient reported feeling burning when the ins is on at the ins site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the burning sensation was not determined. The actions taken was the patient was told to follow-up with their healthcare provider (hcp). It was unknown if the issue was resolved. No further complications were reported or anticipated.